Event description:
The customer reported that the sys would not boot up. There is no report of death or serious injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The surge suppressor board was evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.